Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok' button. No additional detail was provided. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2015 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Unrelated to the complaint, vertical black lines were observed running through the text in the display screen.